Event description:
It was reported that the ilet repeatedly beeped with an on-screen notification indicating the infusion set was expired, while the user and caregiver believed the set had been changed the same day; review of device history showed the insertion date remained set to an earlier date, and guidance was provided to perform a fill-cannula action to clear the alert, consistent with an incorrect use step related to infusion set and cartridge handling and the user interface. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with incorrect procedure during a supply change. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.